Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys hcg + beta test system results for an unknown number of patient samples on (B)(6) 2018. The initial results were <0.100 (negative) and were released to the patients. Some of the physicians questioned the results and when retested on another module, the results were 18,000 uui / ml (positive). There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service representative inspected the probes, bead mixer paddle, sipper probe, gear pump pressure, and decontaminated the system. The sipper probe and paddle were replaced and adjustments made. A performance check was performed which failed. The measuring cells were then replaced and performance testing repeated which was acceptable.